Event description:
It was reported that the patient presented in the emergency room (ER) upon experiencing multiple syncopal episodes. Interrogation revealed the patient's right ventricular lead exhibited noise over-sensing resulting in inhibited pacing. The lead was capped and replaced on (B)(6) 2023. The patient was stable.